Event description:
This ra lead was implanted on (B)(6) 2013 and remains implanted at this time. The physician was dr. (B)(6). A call to technical services on 11/19/2013 states that farfield oversensing on ra lead from intrinsic ors. Device was set to aair 70bpm. Patient also has a little bit of atrial tachy. Ra sensitivity set to fixed 0.75mv. Caller tried increasing ra sensitivity to fixed 1 mv, which takes care of it, but then it undersenses atrial tachy. Caller thinks that patient's histograms are flawed because of the oversensing/double-counting on ra. Caller tried extending pvarp from 280ms to 310ms, but it is still showing (pac). Caller tried ablank after vs out to 85ms (max value) but it is still showing (pac). Patient was 54% ap last time and is 67% ap this time. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).